Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that the revision reported was likely the result of wear of the polyethylene tibial insert leading to instability of the femoral component, potentially secondary to femoral loosening. The following section(s) have additional info: a1, d4 (UDI number) d10, d11, g4, g5, g7, h1, h2, h3, and h7. No information provided in the following section(s): a3, a5, b6, b7 and e3. Section h11: corrections made in the following section(s): (e2) health professional should have been yes in the initial report.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to medial pain of the knee. Poly wear was significant on medial and on posterior spine. Patient left the operating room in stable condition and no complications. Device implanted in 2011.